Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states.

Event description:
The customer reported that the insulin pump alarmed button error on (B)(6) 2015. The customer reverted to backup plan. Blood glucose value is unknown. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
No button error alarm during testing. However, the insulin pump had an intermittent express bolus and esc buttons response due to corroded keypad traces. The insulin pump had minor scratches on lcd window, cracked case at display window corner and cracked reservoir tube lip.